Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician had difficulties with the atrial setscrew. It was noted that when the wrench was placed in the the port it did not produce the normal sound when turning. Later, the physician reported the lead did not come out easily from the port. The device was removed and replaced. No patient complications have been reported as a result of this event.